Event description:
A nurse reported that cassette leakage occurred and could not be used during vitrectomy surgery. The surgery was completed on the same day after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned cassette was visually inspected, and a crack was observed on the clear plastic portion of the infusion chamber area. This crack was located in the lower clear section of the cassette and appeared as distinct fracture lines extending upward from the base of the infusion chamber compartment. The appearance of the cracks was consistent with brittle-type fractures rather than surface scratches or cosmetic marks. During testing system message code was generated when the cassette was inserted into the console indicating an air leak. Further inspection of the weld area between the infusion chamber and the pinch plate showed signs of an uneven or inconsistent ultrasonic weld. When the weld does not distribute energy evenly across the joint, localized stresses can develop in the surrounding plastic. These stresses can lead to small cracks forming in the thinner areas of the cassette below the weld. The location and pattern of the cracks observed on the returned sample are consistent with this type of stress-related fracture. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The investigation determined that the most likely cause of the cracks in the infusion chamber area was an uneven distribution of ultrasonic energy during the welding process. When the weld energy is not applied uniformly, it can create localized stress in the surrounding plastic. As the material cools, these stresses can result in brittle fracture lines, such as those observed on the returned cassette. Localized vibration or pressure differences during the ultrasonic weld cycle. No further investigative or manufacturing actions are warranted at this time. Current tracking indicates no adverse trend for this lot for this event. Each final assembled cassette undergoes leak and flow testing after final assembly to detect and reject non-conforming assemblies, which serves as a control to mitigate recurrence of weld-related issues. In addition, in-process manufacturing controls remain in place and are performing within expected limits, providing further assurance that non-conforming welds are identified and removed prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).